Event description:
The following information was reported by the sales representative: ultrasound was performed and showed a small pseudoaneurysm which was treated successfully with thrombin. The patient was not hospitalized. The event occurred sometime in (B)(6) 2014. Procedure type: intervention vessel type: peripheral sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. (B)(4).